Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 12. On (B)(6) 2021, the implant was removed upon patient¿s request. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.